Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, site contacted technical support engineer (tse) to report that error 40100 had occurred. Tse found error 40100 and subsequent errors 32114, 25730 and 32097 pointing to universal surgical manipulator (usm) 2 in the logs. Since site undocked all usms before the call, site performed an emergency power off (epo) and the error was cleared, and the procedure was resumed. However, site called back to report error 40100. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: port incision was not increased and additional ports were not placed due to the procedure conversion. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the failure analysis. The usm was analyzed, and the reported 32097 error was confirmed but not replicated. The 32097 error was found in the system logs indicating fault on the axis control motor (acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acm was inspected, and no faults could be identified. Although the error codes point to the usm, the probable root cause cannot be traced more specifically based on failure analysis, which was unable to replicate the issue during in-house testing.

Event description:
Refer to h11 for follow-up information.